Event description:
The customer called to report a button error alarm after the insulin pump was submerged in water. The customer did not notice any water underneath the screen or cracks on the casing. The reported blood glucose reading was 55 mg/dl, which the customer stated would be treating at the end of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.